Event description:
Three sticks due to the lancet not retracting. In one case the employee placed the lancet in the palm of their hand after use. Two other sticks occurred in february. Kendall made aware 02/26/01.